Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument passed the manual articulation of inputs. External and internal visual inspections were performed, and no issue was detected. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests. The instrument moved intuitively, demonstrating full range of motion in all directions. The grips opened, closed, and grasped properly. The instrument also passed the electrical continuity and energy delivery tests. No motion-related issues were detected during the failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a poor tip movement. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.